Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed that the event was attributed to a manufacturing process anomaly. Corrective action has been implemented to correct this anomaly.

Event description:
The drill guide tower would not fit the universal baseplate tibial templates. The event did not occur during a surgical procedure.